Event description:
It was reported that the atrial lead exhibited loss of capture due to lead dislodgement. The physician elected to explant and replace the lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.